Event description:
A patient who had been resuscitated from cardiac arrest was placed into controlled hypothermia by ivtm therapy. The quattro catheter (lot # 178616) was smoothly inserted into the patient's right femoral vein. There were no adjunctive temperature management or relative procedures performed on the patient prior to ivtm treatment. The patient's body temperature at the start of the treatment was 36.2 °c, and the target temperature was set at 33 °c at the max rate to cool the patient. About 30 minutes after the initiation of the treatment, during the maintenance phase after cooling the patient, the thermogard system generated an "air trap" alarm. The pump rotor stopped, and the console went into standby mode. The customer noticed that the volume of saline in the 500-ml saline bag had decreased and observed blood tinge in the suk tubing. There was no saline on the thermogard console, patient bed, or floor. The customer suspected a catheter leak and infusion of about 250 milliliters of saline into the patient's bloodstream. The catheter was replaced, and the ivtm therapy was continued and completed using the same console. No patient injury was reported.

Manufacturer narrative:
The reported complaint of a "catheter leak" was confirmed during functional testing of the returned quattro catheter (lot # 178616). A bonding leak was observed at the distal end of the medial 2 balloon during the functional pressure leak test. The probable root cause of the bonding leak could be a latent defect in the bond. During visual inspection of the returned catheter, dried blood residue was observed in the luered tubings. During further inspection, it was noticed that the catheter shaft was kinked at 7.5 inches away from the catheter tip. No other physical damage was observed. The exact timing and cause of the kink on the catheter cannot be determined; however, improper handling of the catheter cannot be ruled out. During functional testing, all infusion ports and extension tubes were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the distal end of the medial 2 balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no similar history of complaints reported for the quattro catheter with lot number 178616.